Event description:
It was reported that during the use of the product, the inflation line was found detached from the pilot balloon. No patient injury.

Manufacturer narrative:
Device evaluation: one used decontaminated sample 10009163-002 7mm deht blu suctionaid sub-assy was returned for investigation without its original packaging. Under visual inspection we noticed that inflation line was detached from pilot balloon. 10001429-002 infl. Line s/assy soft-seal 7mm is assembled in smiths medical (B)(6) therefore secondary investigation object was created with purpose to capture component investigation. Similar customer complaints have been recently received therefore internal non-conformity report (B)(4) was created with purpose to evaluate this issue. Smiths medical (B)(6) site confirmed that no more physical complaint samples are needed for investigation therefore sample is kept in smiths medical (B)(6). The cause of the reported problem could not be determined. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. Similar customer complaints have been recently received therefore internal non-conformity report (B)(4) was created with purpose to evaluate this issue.